Manufacturer narrative:
Additional narrative: event date: unknown. Device is an .nstrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - part number: 314.743. Lot number: 7455952. Release to warehouse date: april 16, 2014. Manufacturing site is synthes (B)(4) and supplied by criterion tool & die. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the reamer, irrigator, aspirator (ria) drive shaft was found broken and missing on (B)(6) 2015. There was no patient involvement. Reportedly, the last known procedure performed with this drive shaft was on (B)(6) 2015 and there was no intraoperative malfunction. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling is unknown; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torquing the drive shaft of the device resulted in fatigue and that applied force thereafter likely permitted final separation of the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The roughly spiral break is located between 7mm and 19mm of the distal edge of the drive shaft helix. The helix is intact and the broken distal portion was not received. The balance of the device is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.